Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced a sudden increase of stimulation that caused patient to fall and injure the wrist. Database analysis showed no anomalies. The patient was brought to the hospital wherein the wrist injury was treated.